Event description:
Boston scientific crm received information that this lead was explanted due to fracture. This left ventricular lead exhibited high impedance measurements of greater than 2000 ohms as well as loss of capture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory fracture was confirmed by analysis. The lead is fractured 358mm from the terminal pin, with a corresponding bend in the lead at this location. This fracture appears to be just distal of the suture sleeve tie down area.

Event description:
Boston scientific crm received information that this lead was explanted due to fracture. This left ventricular lead exhibited high impedance measurements of greater than 2000 ohms as well as loss of capture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.